Event description:
Customer reported that the wrong energy, 6mev instead of the planned 15mev, was used to treat a patient. Patient was planned and calculated for 6mev ap/pa single fraction 800cgy. After the plan review by the md, the energy was changed to 15mev and recalculated; the plan was approved and printouts showed the correct energy. At the treatment machine, it was noticed that the pa filed had been treated using the 15mev monitor units but 6x energy. The treatment was stopped and then replanned to adjust the dose distribution to meet the physician goals. The ap field was treated using the correct energy and modified mu's to correct the total dose distribution. (B)(4). There is no report of serious injury as a result of this event.

Manufacturer narrative:
The allegation has been confirmed: this is a known and previously reported issue. The energy shown or selected by the treatment planner in the fields tab of external beam planning and in the general tab of field properties, may differ from the value actually used for dose calculation. Root cause: this issue is caused by incorrect handling of the energy mode object within the memory cache system used by eclipse external beam planning version 10. When the user changes the field energy, the memory cache anomaly may result in the use of the previously selected field energy instead of the intended field energy. This cache memory issue may arise when switching between software applications (such as between external beam planning and rt chart), when using multiple sessions, or when switching between patients in a single session of the external beam planning application in eclipse. When this issue occurs, it can be identified by inspection of the dose log and lmc log (leaf-motion calculator logs are generated for imrt and electronic compensator fields) in the "errors and warnings from last calculation" in the calculation tab of the field properties. The mu and dose distribution will be correct for the energy shown in the dose and lmc calculation logs. Corrective action: customer notification to be made; a CAPA has been issued to resolve this issue and further actions will be addressed in varian's CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. No further follow-up to this MDR is expected.